Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the white tip of device fell off into the patient. The white end piece was retrieved from the patient and another like device was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.